Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign objects within the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, olympus was not able to confirm the customer failure of error message "e315 on several towers". However, upon inspection of the device, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited an e315 error code on several towers. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.